Event description:
Spontaneous call from patient who reported one of her cassettes malfunctioning. The pump alarmed after only 3 hours on a new cassette. She tried troubleshooting and using the same cassette in the backup pump with no success. She had to make a new cassette to continue her infusion. Patient stated she will call back with the cassette lot number if she can find it. Unknown if her doctor is aware of this event. No other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; as long as pt holds on to it. Did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.